Event description:
The customer reported that the system leaked and the flow control knob was broken, and returned the unit for repair. The reported problems were confirmed. During functional testing, enough liquid oxygen leaked from the broken flow indicator to potentially cause a serious injury if this event were to recur. Co service technician also reported that the flow switch leaked and the bottle had a loss of vacuum. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented which removed the flow indicator from co units mfg after april 5, 1995.